Event description:
During the atrial fibrillation ablation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient. The septal puncture was performed with another sheath and the agilis nxt steerable introducer was inserted into the heart and mapping was performed with the non-abbott catheter (octaray). It was noted that blood leaked through the hemostasis valve when the non-abbott catheter (octaray) was changed to the non-abbott catheter (qdot) in the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed to replace the sheath.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The sheath was also tested for leaks with a catheter inserted through the hemostasis valve; the sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.